Event description:
The customer called in to report that he had been hospitalized for high blood glucose levels. The customer's blood glucose level was 600 mg/dl. The symptoms of high blood glucose levels that the customer experienced was thirst and headache. The caller also stated that he did an infusion set change hours before going to the emergency room. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.